Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
The initial report was submitted in error and did not have all the current information for this complaint. Adding: describe event or problem - it was reported that a patient experienced a dental implant loss. UDI # (B)(4). G1 phone number - (B)(6). This is a follow up report with this updated additional information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Implant loss. "Angled implant, conus." Prosthetic restoration 01-2019.